Event description:
Used a neuron delivery catheter 6f over 0.035 glidewire into the petrous carotid, tried to do a couple of contrast runs, but noticed not much contrast was coming out the end of the neuron catheter. Looked lower during next run and observed, the majority of contrast coming out a hole about 10-12cm from the distal tip of the neuron catheter into the aorta. Put the guidewire back in to pull out the neuron catheter, and when they pulled out the proximal portion ,they noticed that the catheter started to unravel. They pulled a 2cm of unraveled coil wire out, then decided to cut the coil wire. Went up the other side with a snare and looped around the distal tip of the broken part of the neuron catheter. After 3 hours of work, were able to pull the broken portion out of the pt through an 8f sheath.

Manufacturer narrative:
The unit was returned in a biohazard labeled bag with its original packaging and including pt ID labels. The unit was soaked in and flushed with a 1:10 dilution of household bleach. The device was returned in 2 pieces. The distal tip section is 23.4 cm in length and has an additional kink at 21.8 cm from the distal marker band. There are approx 12 cm of uncoiled wrapping wire protruding from the break point. The interior wire is unwound past the kink at 21.8 cm. The first 1.0 cm of the distal tip has an oval cross section. The hub section of the device has about 20 cm of coil exposed and is otherwise normal in appearance. Conclusion: the damage observed agrees with the incident as reported.